Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
The user reported being admitted to the ICU on (B)(6) 2026, after experiencing symptoms consistent with impending diabetic ketoacidosis (dka). His cgm displayed an sg value of 280 mg/dl. When evaluated at the hospital, his bg was confirmed at over 500 mg/dl by fingerstick, and he was treated with insulin drip therapy, fluids, testing, oxygen, and frequent bg checks over a three-day stay.

Manufacturer narrative:
The user reported ICU admission on the morning of (B)(6) 2026 due to being close to developing dka. At the time of the call, they were feeling better. The user reported sg at the time of event was 280 mg/dl, and no bg was measured. At the hospital, clinicians measured their bg at over 500 mg/dl. No specific event time was provided. Dms data showed no high glucose alert on (B)(6) 2026, as sg did not exceed the user-set high glucose alert threshold. In the hospital, the user received an insulin drip, testing, fluids, and oxygen. No new medications were prescribed, and their hcp was aware. Analysis of the sensor in-vivo showed optical instability across all four channels beginning (B)(6) 2025. The user updated firmware on (B)(6) 2026, which reinitialized the system. Subsequent monitoring showed improved sg/bg agreement and stabilized channels. The transient optical instability likely contributed to the sg/bg discrepancy during the event. The root cause for the observed optical instability could not be determined but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.